Event description:
The following was reported via maude event report ((B)(4)). It is alleged per patient report on (B)(6) 2005 the patient was implanted with a 4.3 x 4.3 circular bard ventralex mesh to repair a defective hernia along a prior bulging underlying peritoneum at the level of the umbilicus. Patient had a left inguinal hernia as well as incisional hernia at the level of the umbilicus. On an unspecified date in 2012, the patient presented to the e.r. For abdominal pain and redness around the umbilicus with streaking. Patient received IV fluids, morphine and zofran. Patient given prescriptions for oral antibiotics and pain meds. Again, on an unspecified date the patient returned to the e.r. For severe abdominal pain, more redness and streaking. Patient was given IV antibiotics. Patient was admitted to the hospital for 6 days and continued treatment with IV antibiotics. Patient was then discharged home with a PICC line to continue antibiotic treatment; 16 doses x 8 days. Patient continues to have severe fatigue and is currently unable to work. Doctors are calling it abdominal wall cellulitis.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient reports complications including. The patient reports being treated with IV antibiotics. Although, an infection was not directly alleged, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, a lot number was not provided, therefore a manufacturing review is not possible. The patient did not report undergoing an explant at this time. With the limited information, no conclusion can be drawn.